Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fos (fiberoptix sensor) assembly. Blood as noted on the bladder membrane. The one-way valve was returned connected to the inflation lumen. A bend was noted on the central lumen approximately 4.5cm from the distal tip of the catheter. The bend likely occurred within the returned packaging. No other damage or abnormalities were noted with the catheter. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos and cal key were connected to the iabp and recognized. The fos zeroed and displayed an "eo" (excessive offset) status. After attempting to manually zero the fos, the status still remained "eo." The fiber was found intact. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. The iab was placed in the t-tube and connected to the pump for 5 minutes. No helium loss alarms were noted. See other remarks section for device evaluation continuation. Other remarks: a lab inventory spring wire guide (swg) was inserted into the luer end of the iab. Minor resistance was noted at the previously noted bend. The swg was able to advance. The swg was inserted through the distal tip of the iab. Minor resistance was noted at the previously noted bend. The swg was able to advance. No blood or debris exited with the swg. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint of helium loss alarms is not confirmed. The issue was not able to be reproduced during functional testing. The iab passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn told the sales representative that they inserted the intra-aortic balloon (iab) via the patient's right femoral artery via a sheath. After insertion, the intra-aortic balloon pump (iabp) alarmed helium loss alarm and the bpw (balloon pressure waveform) was very wide. The first iab was switched out for a second iab (iab-05840-lws, (s/n (B)(4)) via the same insertion site. The pump again gave the same helium loss alarm with the second balloon. They then switched to a second console and things were working fine. Reference MDR #1219856-2015-00201 for the related iabp report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn told the sales representative that they inserted the intra-aortic balloon (iab) via the patient's right femoral artery via a sheath. After insertion, the intra-aortic balloon pump (iabp) alarmed helium loss alarm and the bpw (balloon pressure waveform) was very wide. The first iab was switched out for a second iab (iab-05840-lws, (s/n (B)(4)) via the same insertion site. The pump again gave the same helium loss alarm with the second balloon. They then switched to a second console and things were working fine. Reference MDR #1219856-2015-00201 for the related iabp report.